Manufacturer narrative:
As reported in a research article, paravalvular leak treatment with a transapical valve-in-valve implantation of a sapien 3 ultra valve after transfemoral transcatheter aortic valve implantation of a portico transcatheter valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Literature article: paravalvular leak treatment with a transapical valve-in-valve implantation of a sapien 3 ultra valve after transfemoral transcatheter aortic valve implantation of a portico transcatheter valve investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "paravalvular leak treatment with a transapical valve-in-valve implantation of a sapien 3 ultra valve after transfemoral transcatheter aortic valve implantation of a portico transcatheter valve", was reviewed.the article presents a case study of an 85-year-old male patient with severe symptomatic aortic stenosis and a severely calcified ascending aorta. It was reported that on an unknown data, a 25mm portico valve was implanted in the patient. The patient was discharged in stable conditions but with moderate paravalvular leak. It was reported 28 days later on an unknown date, the patient presented at the hospital for cardiac decompensation. Transthoracic echocardiography showed severe paravalvular leak at the right coronary and noncoronary cusps. A decision was made to implant a 26mm non-abbott valve via transcatheter valve-in-valve procedure. The patient status was reported as stable with trivial paravalvular leak and mean aortic valve gradient of 10mmhg. The article concluded that post-dilatation and transcatheter valve-in-valve procedures are effective methods of treatment in severe symptomatic aortic stenosis of the trileaflet valve in high risk surgical patients. [The primary and corresponding author is panagiotis artemiou, faculty of medicine, comenius university in bratislava, national institute of cardiovascular diseases, clinic of cardiac surgery, bratislava, pod krasnou horkou 1, 833 48 bratislava, slovakia, with corresponding email: panayiotisartemiou@yahoo.com].